Event description:
It was reported that the user experienced a prolonged high blood glucose episode, with sensor readings indicating ¿high¿ for approximately five hours, after a meal that was possibly not announced and following a supply change, with no visible site damage upon removal. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management at home, consultation with a physician by phone, ketone testing showing slightly more than a trace with adherence to the ketone action plan, and no use of backup therapy beyond supply change and hydration. Investigation included review of user-reported history, device use context, and follow-up outreach. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with potential contribution from a possible missed meal announcement. It was concluded that the event was user-managed without medical intervention or hospitalization and that the cause of hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.